Manufacturer narrative:
(B)(4). This complaint for a misassembled connection shield was not confirmed, and a root cause could not be determined. Samples were received for evaluation, and while the sponge was folded inside the connection shield, when the shield was closed around a connector/port tube assembly no part of the foam protruded or was pinched by the shell. No defects were observed during the functional tests. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer contacted baxter hong kong regarding a misassembled connection shield. The connection shield's sponge was folded up on the inside. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.